Event description:
Caller reported a tandem mobi cartridge alarm during the loading process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus successfully. The caller was able to reload the cartridge without tubing, using just the cartridge pigtail, and resumed insulin therapy after twisting new tubing onto the pigtail, resolving the issue.